Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display fell off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the display lens was confirmed to be detached from the pump; the complaint was duplicated. Unrelated to the complaint, the keypad cover was observed to be lifting at the ok keypad button; however, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no contamination was found under the button contacts. Additionally, the pump was powered on and the display screen appeared dim and discolored. The battery compartment was also observed to be cracked. (B)(4).